Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Two no external power alarms were captured with low battery advisory alarms on (B)(6) 2024 while the device appeared to have been connected to the mobile power unit. The system controller backup battery powered the system until external power was restored via the mobile power unit. No other notable events or alarms were captured.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 17 days (19jan2024 ¿ 05feb2024 per timestamp). On (B)(6) 2024, two no external power alarms were observed while the mobile power unit (mpu) was in use. These alarms appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarms resolved when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event and the mpu were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.